Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had an insulation failure and the patient came into the office with pocket stimulation. It was noted that there was an atrial lead warning and polarity switch to unipolar. The unipolar impedance was higher than the bipolar impedance and there was no capture with bipolar pacing. The lead oversensing with arm movement disappeared when the sensitivity setting was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.